Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. Upon receipt and completion of the failure analysis of the complaint device, a follow-up medwatch will be filed. (B)(4).

Event description:
As reported in an ophthalmology periodical (arch ophthalmol/vol 127 (no. 12), (B)(6), pages 1616-1623), a case report is referenced which involves a case of infectious corneal ulcer. No other info was provided. Due to the source of the complaint, further info and follow-up is not possible.